Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that top ring of reservoir was broke off. Customer¿s blood glucose was 71mg/dl. Customer stated that they are able to lock reservoir in place. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.